Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v513037, implanted: (B)(6) 2010, product type: lead. Product ID: 37092, lot# 236730002, implanted: (B)(6) 2010, product type: accessory. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer reported that the patient had shocking daily following a motor vehicle accident. This was considered a sudden change in stimulation output. The patient had fractured his hand and he was jolted. The time of the accident was the first time the patient had experienced the jolt. The patient felt a high level of stimulation that locked his legs up. It was also reported that the patient felt a burning sensation. The patient had turned off the implantable neurostimulator (ins), and that had resolved the symptoms. Once the patient was released from the hospital, he lowered the voltage and had not increased it since. The consumer reported that the experience felt like he was being electrocuted. Stimulation was turned off september 2015 using the patient programmer, and it had not been turned back on. The patient now had excruciating pain everywhere. It was further reported that the patient was driving his car the other day and he was getting electrocuted and his right leg was on the gas and he could not take his leg off the gas. It was also reported that patient did not have any recent medical tests or emi environmental exposure. The patient had checked the device with the patient programmer. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included chronic low back pain.